Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause for this defect cannot be determined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time."

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub and had scale marking issues during use. The following was reported by the initial reporter: "this is a report about the following two issues of syringe (326631). (1) needle hub separates: the needle with the shied was separated from the barrel when removing the shield. (2) defective scale marking: the scale was partially rubbed off/scratched."